Event description:
Discrepant covid antibody test, result 2.07 (positive), rerun = .17 (negative). Result 2.07 (positive), rerun = .17 (negative), siemens notified (9th result reported) siemens lot #006. FDA safety report ID# (B)(4).